Event description:
My name is (B)(6) and I got a breast augmentation (B)(6) 2017. From the moment I was implanted, I began to have side effects that I was not informed of. It started with constipation. I now have gastrological issues. My hair has began to thin. I was diagnosed with folliculitis, raynaud's, and elevated liver enzymes. I have extreme fatigue, hormonal issues, and the list goes on. I explanted (B)(6) 2019. I am slowly but surely gaining my health back. I know all these symptoms did not just magically appear. I was an athlete / cheerleader for 8+ years.